Event description:
Philips received a complaint from the customer on the v60 indicating that the device was presenting a check vent battery failed error. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that after a repair was completed, the device showed the battery failed error. The rse asked the customer to check the batteries and see if they are third-party batteries and not philips batteries. The customer confirmed that they are not philips batteries. The rse then informed the customer that the device was upgraded from 1.20 firmware to 1.30 firmware and the third-party batteries do not communicate with the 1.30 firmware. The customer then requested the part number for replacement internal battery. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the battery to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.